Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
Japan complainant reported patient was placed on impella cp support. It was reported the cardiologist in charge of removing the catheter removed less than 10 cc of blood (actually about 5 or 6 cc), and as a result, there was a blood clot attached to the tip of the catheter.